Event description:
It was reported that the patient experienced transient confusion and an episode of arrhythmia that was indicated as lasting longer than 24-hours. Start date was in 2005 and stop date is unknown. It was reported that the condition is continuing. The patient on the evening of their discharge experienced the short episode of confusion and was noted to have a heart rate in the 50's with blood pressure of 160/70. No confusion was noted same day, however, five days later, the patient was given a holter monitor and to return to the doctor's office the next day for follow-up.